Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Because it was reported that the devices were used to perform a septal ablation, it should be noted that the ht-guidewires instruction for use states: all ht- guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is unknown if the IFU contributed to the reported difficulties. Based on the reviewed information, no product quality issue with the respect to manufacturing, design, or labeling was identified. The mini trek referenced is filed under a separate medwatch report.

Event description:
It was reported that during the procedure to perform septal ablation, the mini trek ii dilatation catheter was advanced into the patient anatomy without difficulty. The dilatation catheter balloon was inflated without issue. An attempt was made to remove the guide wire, while the balloon was still inflated; however, the guide wire could not be removed. The dilatation catheter balloon was deflated without issue and the devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was reported.